Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks death, infection, sepsis, and neurological dysfunctionare known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient presented to the emergency room with complain of shortness of breath and productive cough for one (1) week and with diarrhea. It was stated that there were no alarms associated with the event. It was stated that the sepsis was in the patient's blood and sputum. It was stated that on the evening on (B)(6) patient had worsening septic shock, with a temperature of 108 degree and the patient was started on epinephrine, levophed, and placed on full mechanical vent support, lactate was 10. It was stated that support was discontinued on the patient this morning. It was stated that the patient was septic and decision was made. It was also stated that pump would be returned and the site would like it analyzed. It was stated that the official cause of death was due to cardiac failure, respiratory failure, and bacteremia. No additional information available.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heart ware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy, sepsis, neurological dysfunction and related comorbidities. There is patient, procedural and pharmacological factors that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.